Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) fiber optic nipb was not working. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, e1(initial reporter, event site email), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. The dispatched getinge field service engineer was unable to replicate said failure. There were no failures occurred when connecting fiber optic catheter. The fse performed fiber optic safety tests and no failures occurred. Unit was returned to customer.